Event description:
It was reported that a patient underwent an intermittent exotropia surgery under general anesthesia procedure on (B)(6) 2026 and suture was used. The patient was admitted to the hospital due to intermittent exotropia and underwent surgery. The surgical process was smooth, and the wound was sutured at the end of the surgery. After unpacking the suture packaging, it was found that the suture was broken and could not be used. The doctor replaced the packaging with a new suture to suture the wound and ended the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - did this event contribute to any patient adverse event? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.